Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the results. Upon fse¿s arrival the customer was also having trouble with level 2 mas control. While troubleshooting, fse found the wash and sampling tips were loose in the wash block which was not the cause of the high level 1 cardiac troponin I (ctnl2) mas quality control value. Fse resolved the complaint by performing a decontamination. Fse also made new wash and diluent solutions. Fse validated the analyzer by successfully performing daily check, quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The st ctnl2, analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results.16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients.18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. The most probable cause of the reported event was due to biological contamination problem.

Event description:
A customer reported level 1 cardiac troponin I (ctnl2) mas quality control (qc) running high out of ranges on the aia-900 analyzer. The customer stated the expected mas ranges are from 0.080 ng/ml to 0.140 ng/ml and the laboratory result was 0.18 ng/ml after their last calibration. Technical support specialist (tss) sent the customer calibrators and mac controls for further investigation. The customer ran the new materials and the results were still elevated for mac qc level 1 and resulted with 0.15 ng/ml. No other assay were affected except for ctnl2. Tss follow up with the customer and instructed the customer to perform a decontamination. The customer also reported after performing decontamination the controls were within expected manufacturer ranges and the analyzer is not down. However, the customer contacted tss again and stated after recalibrating the test and repeated mas control level 1 and mac controls level 1, both results were high out of range. The customer expected 0.06 ng/ml to 0.19 ng/ml values and the laboratory repeated the test multiple times and resulted with 0.231 ng/ml, 0.240 ng/ml, 0.237 ng/ml, and 0.2127 ng/ml values. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin ion (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.